Event description:
It was reported that during a cranial procedure, the perforator bit tore the dura. It was also reported that the brain had some superficial lacerations. It was further reported that the procedure was successfully completed and no further adverse consequences were reported.

Manufacturer narrative:
The device subject to this event was not returned to the manufacturer for evaluation. A documentation review confirmed that no issues were identified which may have contributed to this event. The root cause of this failure is undetermined.